Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet repeatedly displayed an unable to proceed alert during the rewind/fill tubing process despite restarts and a cartridge and tubing change, preventing normal use and necessitating device replacement. Symptoms included hyperglycemia with a reported peak glucose of 207 mg/dl over approximately seven hours without acute complications. Outcomes included use of backup subcutaneous insulin (20 units of novolog) and continuation of cgm monitoring, with no medical intervention or hospitalization. Investigation included review of the reported alerts, user troubleshooting steps, and device replacement logistics. Investigation of this case revealed a suspected occlusion or pump malfunction related to the fill/rewind sequence that could not be resolved through user-level troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was a likely fault in the motor train and is the root cause of the errors encountered.